Event description:
On (B)(6) 2013, the reporter stated that her daughter had another incident where the needle broke off after administration of insulin and the needle remained in the leg at the injection site. On an unknown date, the consumer went to the hospital and an x-ray was performed. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.